Event description:
The clear tubing of the airflow infant resuscitator became separated from the green elbow that connects to the ambubag. Tubing reconnected to the elbow and pt spo2 still does not improve. Ett pulled and bvm resumed, spo2 increases, placed back on hfnc.